Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, per complaint details, a hip revision to a constrained option was performed approximately 9 months post implantation to exchange the liner and femoral head ¿as the patient continuously dislocated¿. It was communicated that there was no injury involved and the requested medical documentation was not available for inclusion in a medical investigation. Therefore, the definitive root cause of the reported event could not be concluded. The patient impact beyond the reported recurring dislocations and revision procedure could not be determined, as the patient status remains unknown. No further medical assessment could be rendered at this time. Should clinically relevant documentation/information become available, the clinical/medical task may be re-evaluated. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to traumatic injury, patient anatomy or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, the patient has a spectron r3 hip insitu and had a hip revision surgery due to a dislocation. A new oxinium fem hd 12/14 32mm +4 was implanted with success. Patient current status is unknown. No further information was provided.

Manufacturer narrative:
H3, h6:the associated device was returned and evaluated. A visual inspection of the returned device did not confirm the stated failure mode. The device was found to be damaged along its surface likely from explantation. A review of complaint history based on the historical data revealed similar events for the listed batch, this failure mode will be monitored for future complaints for any necessary corrective actions. The clinical/medical evaluation concluded that per complaint details, a hip revision to a constrained option was performed approximately 9 months post implantation to exchange the liner and femoral head ¿as the patient continuously dislocated¿. It was communicated that there was no injury involved and the requested medical documentation was not available for inclusion in a medical investigation. Therefore, the definitive root cause of the reported event could not be concluded. The patient impact beyond the reported recurring dislocations and revision procedure could not be determined, as the patient status remains unknown. No further medical assessment could be rendered at this time. Should clinically relevant documentation/information become available, the clinical/medical task may be re-evaluated. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use document revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. The contribution of the device to the reported event could not be corroborated. Possible causes could include but not limited to traumatic injury, patient anatomy or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Case- (B)(4).

Event description:
It was reported that, the patient has a spectron r3 hip insitu and had a hip revision surgery due to a dislocation. A new oxinium fem hd 12/14 32mm +4 and r3 20 deg xlpe acet lnr 32mm x 48mm was implanted with success. Patient current status is unknown. No further information was provided. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.